Manufacturer narrative:
This report is being sent as follow up no. 1 to provide additional information section a, section d and to correct section h6 with the correct code selections.

Manufacturer narrative:
. E3: occupation: procurement and sourcing manager. We were unable to determine the sample's actual condition as it was not available for evaluation. Retention samples were visually inspected and found to be free of any damage and bent needles that could have caused the complaint. There was no issued nonconformity report related to human error during lot production. Our sg needles were assembled using a validated automated machine. No related nonconformance reports were issued during the lot's production. Our safety needle features a hinged safety sheath attached to the needle hub. The safety sheath contains a locking mechanism that is activated when manually pressed over the needle immediately after use and just before disposal to minimize the possibility of sharps injury. The sg2 safety sheath is activated with a one-handed operation by pressing the sheath on a hard surface with a firm and quick motion. Visual in-process inspections are conducted during the manufacturing process to detect abnormalities on the sheath and collar that could cause issues during sheath activation. The assembly status of the safety needle, including sheath collar fitting and damaged parts that may impact product function, is being confirmed. There were no irregularities noted on the locking part that is critical to the activation of the sg2 product. Components are checked for any presence of defects such as short shot, sheath collar fitting, and over or under insertion of the collar into the hub. We have functional and sensory tests conducted to confirm that our products are free of defects that would lead to difficulty or failure of device activation. We perform safety sheath activation during sg assembly inspection and outgoing inspection of finished products. Before shipment, qc conducts outgoing inspections to check the overall condition of the products. The product's instructions for use (IFU) provide detailed instructions for using the sg2 safety needle device, including warnings to prevent needle sticks. Our safety sheath has undergone incoming inspection which includes visual inspection, dimensional inspection, and verification of certificate of conformity. We received three (3) complaints from the previous two fiscal years to the present for the same issue, but the cause was not identified as related to our product or manufacturing process. The cause of the complaint is not related to our product or manufacturing process. A review of the product's lot history file revealed no related issues that would cause the user to be pricked with the needle. We have routine inspections to check the condition of the products. The components that are critical to the product's safety activation are routinely checked to ensure that no defects occur that could result in sheath activation issues and needlesticks. We perform an outgoing inspection prior to shipment to ensure the overall condition of the needles. Our process is assured, and the complaint is unrelated to our manufacturing process. We recommend following the instructions for use (IFU) for proper use of the sg2 needle, which include cautions, precautions, and warnings to avoid needlesticks. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that an employee pricked the tip of their left thumb while trying to remove the needle. First aid was provided right away, and an appropriate report was completed. Additional information was received on 01 aug 2024: the needle's activation within the safety sheath post-patient injection was not confirmed. The needle stick did not require medical intervention beyond standard first-aid protocol. The healthcare professional (hcp) was able to resume normal duties following the incident. The patient was not affected. The patient had come in for a b-12 injection. The subject device is available. Additional information was received on 05 aug 2024: this is a new set of needles. Ahn had previously used safety caps from bd.